Manufacturer narrative:
Corrected information: b5, g4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study between august 2010 and july 2015, the aim of the study was to report surgical results and follow-up outcome after single-port laparoscopic sleeve gastrectomy (spsg) to treat obesity in 1000 patients. Post-operative complications occurred in 81 patients: 38 with intrabdominal bleeding (24/38 required repeat surgery by laparoscopy and 7/38 required transfusion); 28 with staple-line leak ( with 19 requiring repeat surgery by laparoscopy); other complications in 15 patients include. 5 patients had unexplained post-operative fever, 3 patients had pulmonary embolism, 4 had wound infection, 1 had diabetic ketoacidosis,1 had pneumonia, and 1 had acute gouty arthritis.

Manufacturer narrative:
Title: single-port laparoscopic sleeve gastrectomy as a routine procedure in 1000 patients source: surgery for obesity and related diseases 12 (2016) 1270¿1277. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study between august 2010 and july 2015, the aim of the study was to report surgical results and follow-up outcome after single-port laparoscopic sleeve gastrectomy (spsg) to treat obesity in 1000 patients. Intraoperative complications were recorded in 1 case with the failed mechanical anastomosis which was resolved by placing additional interrupted stitches on the suture line. Post-operative complications occurred in 81 patients: 38 with intrabdominal bleeding (24/38 required repeat surgery by laparoscopy and 7/38 required transfusion); 28 with staple-line leak ( with 19 requiring repeat surgery by laparoscopy); other complications in 15 patients include. 5 patients had unexplained post-operative fever, 3 patients had pulmonary embolism, 4 had wound infection, 1 had diabetic ketoacidosis,1 had pneumonia, and 1 had acute gouty arthritis. Single-port laparoscopic sleeve gastrectomy as a routine procedure in 1000 patients 2016 martin gaillard.